Event description:
It was reported to philips that the device does not pass a test when the pad is connected. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Based on the information available, the root cause of the reported problem could not be confirmed because no repairs were performed. It has been concluded that no further action is required at this time.